Event description:
Upon closure of right groin access site, md had difficulty removing sheath from right groin. When sheath is out of the body, unraveled sheath wire noted. No evidence of material left in pt due to blunt end of wire. Vendor rep present, and looked at the product.